Manufacturer narrative:
Initial.

Event description:
It was reported that a replacement charger for the ilet system was not functioning, as the user attempted multiple outlets and also confirmed that a phone placed on the same charging pad did not charge, indicating a potential external power or charger malfunction. No adverse clinical symptoms reported. Outcomes included no hospitalization or medical intervention. Customer care provided suppor that included remote troubleshooting and education. Investigation of this case revealed an apparent charger failure consistent with a nonfunctional external power supply, with no evidence of device alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was a defective or failed charger.